Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 1999 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to stress urinary incontinence and bladder neck hypermobility. The patient underwent removal of sling and cystoscopy on (B)(6) 2012 for erosion and dyspareunia.

Manufacturer narrative:
Date sent to FDA: 11/11/2016. (B)(4). Additional information: other relevant history. Additional narrative: it has been reported that following insertion the patient experienced urinary tract infection.

Event description:
Details: it has been reported that following insertion, the patient experienced urinary tract infection.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced hematuria, urgency, and urinary frequency.

Manufacturer narrative:
Date sent to the FDA: 8/1/2017 additional information.